Event description:
In 02/2001 PICC line inserted by IV therapy, cut to 19", #20 guage, right basilic vein, tip placed distal superior vena cava. (While an inpatient). On date of event PICC line discharged by visiting nurse associate. Pulmonary outpatient study revealed portion of catheter near right atrium inferior vena cava 2 months later. The next day PICC line catheter piece removed via radiology procedure. Pt tolerated procedure well and was discharged.